Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the cardiosave intra-aortic balloon pump (iabp) unit was not displaying the fiber optic waveform. To fix the issue, the fse replaced the assy,fiber optic,rohs, assembly, tether and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during preventative maintenance (pm), the cardiosave intra-aortic balloon pump (iabp) unit would not display fiber optic waveform during a system test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d4(UDI#), h6(component codes). The fiber optic module part number 0997-00-1169 was received by maquet national repair center (nrc). The part was observed per the cardiosave service manual with no visual damage. The national repair center installed the fiber optic module into the cardiosave test fixture and tested the fiber optic module to factory specifications per procedure and the cardiosave service manual. The nrc verified the intermittent failure of the fiber optic module assembly ( no waveforms observed during fiber optic testing). The fiber optic module board was sent to the supplier for failure analysis per procedure. The maquet failure and testign department (fat) dept received part number: 0670-00-1160 from the supplier. The supplier evaluation states the following: 1. Perform visual check. Result: no abnormalities found. 2. Board was re-tested at fct . Result: passed. Results at inspection and test is good and no abnormalities was detected. Board was ndf. The fat dept will retain this part as per procedure.

Event description:
N/a.